Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -5.0/1.0/50 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was implanted upside down. Intraoperatively the lens was removed and replaced with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.